Event description:
Account alloeged the bed was in max inflate, and then placed into rotation therapy of 70%. Head of the bed was at 30 degrees. On the first rotation cycle, when the mattress was turning the pt to the left, the pt's foot hit the left intermediate siderail resulting in the siderail falling. This allowed the pt to slide out of the bed.